Manufacturer narrative:
(B)(4). Eval - method - work order search. Results : (other) - a parent/child work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported that as the surgeon inserted a cc4204a collamer plate lens and lens tore during implantation. Additional info was requested, but not yet received. If any additional data is received a supplemental medwatch will be submitted.